Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Reportedly, the customer was using cold insulin. Customer performed an infusion set change to address the issue. There was no reported adverse impact. Customer continued to use the pump for insulin delivery.